Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +18.0d) was explanted from the left eye (os) and a new light adjustable lens+ (lal+, sn (B)(6), +19.50d) implanted as a replacement. Rxsight's first awareness of this event was on 05/02/2024. Reference report #3012712027-2024-00083 for the report on the right eye (od).

Manufacturer narrative:
The light adjustable lens (lal, sn (B)(6), +18.0d) was implanted in the patient's left eye (os) on (B)(6) 2022. The patient completed 2 light adjustment treatments but refused to complete the required lock-in light treatments. On (B)(6) 2024, approximately 17 months after the implant surgery, the lal was explanted from the patient's left eye due to suspicion of zone formation. A new light adjustable lens+ (lal+, sn (B)(6), +19.50d) was implanted as a replacement. The explanted lal (sn (B)(6), +18.0d) was cut into small fragments during explantation and returned to rxsight for examination. No evidence of zone formation was found. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).